Manufacturer narrative:
The serial number of the ventilator was not available at this time, therefore the device manufacture date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty compressor. Patient involvement is unknown at this time. Medtronic/covidien was not authorized to repair the device.